Event description:
On january 16th, 2024 accelus was made aware of an issue with an implant where the threaded pin on the core of shell sheared off prior to the implant achieving lock status. The surgeon malleted the shim forward to try to engage the lock and thought he locked it out. The implant was left in the patient. An accelus rep reviewed the post op image and determined the implant was not locked. No delay in procedure was reported. No impact to patient was reported.

Event description:
During the initial surgery, the threaded pin on the core of shell sheared off prior to the implant achieving lock status. The surgeon malleted the shim forward to try to engage the lock and thought he locked it out. The implant was left in the patient. An accelus rep reviewed the post op image and determined the implant was not locked. No delay in procedure was reported. No impact to patient was reported initially. On, (B)(6) , it was reported there was a revision case for this patient on (B)(6) 2024. The revision case went well and the doctor removed the shim, added some allograft, and replaced the ipsilateral screws. The doctor left the shell in the space an the patients nerve pain was gone post op. The complaint investigation determined that based on the information provided by the reporter, it can be confirmed that the implant was not locked and that fluoro was not used to confirm locking, therefore, the root can be attributed to user error. Stm-00018, rev. D was reviewed to ensure that it addresses this issue and does not require any updates. Furthermore, based on the results of the investigation there was no evidence to suggest that manufacturing issues caused or contributed to the reported issue. No further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.

Manufacturer narrative:
During the initial surgery, the threaded pin on the core of shell sheared off prior to the implant achieving lock status. The surgeon malleted the shim forward to try to engage the lock and thought he locked it out. The implant was left in the patient. An accelus rep reviewed the post op image and determined the implant was not locked. No delay in procedure was reported. No impact to patient was reported initially. On, (B)(6) , it was reported there was a revision case for this patient on (B)(6) 2024. The revision case went well and the doctor removed the shim, added some allograft, and replaced the ipsilateral screws. The doctor left the shell in the space an the patients nerve pain was gone post op. The complaint investigation determined that based on the information provided by the reporter, it can be confirmed that the implant was not locked and that fluoro was not used to confirm locking, therefore, the root can be attributed to user error. Stm-00018, rev. D was reviewed to ensure that it addresses this issue and does not require any updates. Furthermore, based on the results of the investigation there was no evidence to suggest that manufacturing issues caused or contributed to the reported issue. No further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.